Manufacturer narrative:
Beckman coulter field service engineer evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as worn static brushes. The fse replaced the static brushes to resolve the issue. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining zero (0) direct bilirubin (dbil) and total bilirubin (tbil) patient results for one (1) patient on their dxc 700 au system. Customer stated the patient results were reported out of the laboratory. The customer repeated the patient sample with results considered correct and the results were amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for review.